Event description:
Follow up information received reported that the healthcare professional (hcp) saw the patient on (B)(6) 2012. The patient mentioned that they were getting good relief and had no pelvic pain. It was also noted that the ''patient no jolting sensation and no infections were found.'' No interventions were planned at the time and it was reported that the ins system was working well for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# j0348756v, implanted: (B)(6) 2003, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information indicated there were no infections.

Event description:
It was reported that a patient had not been "emptying as well," and he was continuing to have infections. The patient was going to see their healthcare provider (hcp) next week for an endoscope. It was stated that the return of symptoms had started in (B)(6) 2012 with his previous implantable neurostimulator (ins), when he had started to "not empty well and not feeling very good" and he had started to get infections. His hcp replaced the old ins with the current one in (B)(6) 2012. It was stated that the patient was emptying better, but was not back to the previous level. It was also stated that the patient experienced a jolt while turning the stimulation on or while increasing it. Similar information was also mentioned in report # 6000032-2012-00166 pertaining to patient's previous ins. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.